Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, an abnormal endoscopic image appeared and then the image disappeared. The user replaced the subject device to another unspecified device to complete the unspecified procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was abnormality of the device. The spare otv-s190 did not worked normally after replacing the video connector socket of the spare otv-s190 with the video connector socket of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown; however, omsc assumed a potential cause as follows. - there was deterioration of the soldered part of the video connector socket and wear of the electrical contact pins inside the video connector socket. The instruction manual of the subject device states the corresponding method in case of an abnormality.